Event description:
Patient came to emergency department and needed an IV. Clinician tried starting 20 gauge nexiva closed system IV catheter. An IV was obtained in the vessel and blood started dripping all over. Obtained second 20 gauge 1.25 inch catheter. It also got in the vein, but started dripping blood from the tubing.the clinician had to go to another room and get another type of IV. The IV was obtained with no problems. The patient was poked two extra times because of the failed IV.